Manufacturer narrative:
The insulin pump had an intermittent act button due to corroded keypad trace. The insulin pump had scratches on reservoir tube window, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and reservoir tube cracked.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons worked intermittently. Customer's blood glucose was 262 mg/dl. Customer reported of being by the pool area but states that insulin pump did not get wet. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.